Event description:
The clinician reports the implant was inserted on (B)(6) 2004 in ada 2. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.